Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was hard to press and sticky. The customer¿s blood glucose level was unknown. Customer stated that insulin pump received motor errors and unexplained no delivery alarms. Customer also stated that the motor was louder to rewind and making a grinding noise while rewinding. The insulin pump will not be returned for analysis.